Manufacturer narrative:
Follow-up received on 23-aug-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This case was considered potential legal case. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is being sought.

Manufacturer narrative:
Follow-up received on 28-sep-2016: no response was given after follow up attempts. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-sep-2016 for the following meddra preferred terms: medical device removal: the analysis in the global safety database revealed 421 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This case was considered potential legal case. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a 38-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus genital ("itching on her private parts / severe itching"), hypersensitivity ("severe allergy"), pruritus ("itching on the inside and outside / severe itching"), breast discharge ("nipples discharged a yellow liquid"), eczema ("eczema"), abdominal pain lower ("cramps down there"), feeling cold ("always felt ice-cold"), stress ("stress") and vulvovaginal mycotic infection ("fungal infections down there"). In 2011, the patient experienced multiple allergies ("she had become allergic to everything and ate mostly vegetables and soup"), genital haemorrhage ("bleeding") and disturbance in attention ("could not concentrate"). The patient was treated with antibiotics and surgery (essure removal on (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, pruritus genital, hypersensitivity, pruritus, breast discharge, eczema, abdominal pain lower, feeling cold, stress, vulvovaginal mycotic infection, multiple allergies, genital haemorrhage and disturbance in attention was resolving. The reporter provided no causality assessment for abdominal pain lower, breast discharge, disturbance in attention, eczema, feeling cold, genital haemorrhage, hypersensitivity, multiple allergies, pelvic pain, pruritus, pruritus genital, stress and vulvovaginal mycotic infection with essure. The reporter commented: in 2011 her complaints got worse, she had allergy tests (result was not reported), she took courses of antibiotics and she had used antibacterial soaps. Her body has been recovering since 2015, but it is taking years. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2021: patient's name and medical history were updated. Event xenobiotic material removed was replaced with pain, itching on the inside and outside/severe itching, severe allergy, itching on her private parts, nipples discharged a yellow liquid, she always felt ice-cold, eczema, cramps from the stress, stress, she had become allergic to everything and ate mostly vegetables and soup, when she ate other food, she had bleeding, pain, cramps, she could not concentrate. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a 38-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("severe allergy"), pruritus ("itching on the inside and outside / severe itching"), pruritus genital ("itching on her private parts / severe itching"), abdominal pain lower ("cramps down there"), breast discharge ("nipples discharged a yellow liquid"), vulvovaginal mycotic infection ("fungal infections down there"), eczema ("eczema"), feeling cold ("always felt ice-cold") and stress ("stress"). In 2011, the patient experienced genital haemorrhage ("bleeding"), multiple allergies ("she had become allergic to everything and ate mostly vegetables and soup") and disturbance in attention ("could not concentrate"). The patient was treated with antibiotics and surgery (essure removal on (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, hypersensitivity, pruritus, pruritus genital, abdominal pain lower, genital haemorrhage, breast discharge, vulvovaginal mycotic infection, multiple allergies, eczema, feeling cold, stress and disturbance in attention was resolving. The reporter provided no causality assessment for abdominal pain lower, breast discharge, disturbance in attention, eczema, feeling cold, genital haemorrhage, hypersensitivity, multiple allergies, pelvic pain, pruritus, pruritus genital, stress and vulvovaginal mycotic infection with essure. The reporter commented: in 2011 her complaints got worse, she had allergy tests (result was not reported), she took courses of antibiotics and she had used antibacterial soaps. Her body has been recovering since 2015, but it is taking years. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a 38-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("severe allergy"), pruritus ("itching on the inside and outside / severe itching"), pruritus genital ("itching on her private parts / severe itching"), abdominal pain lower ("cramps down there"), breast discharge ("nipples discharged a yellow liquid"), vulvovaginal mycotic infection ("fungal infections down there"), eczema ("eczema"), feeling cold ("always felt ice-cold") and stress ("stress"). In 2011, the patient experienced genital haemorrhage ("bleeding"), multiple allergies ("she had become allergic to everything and ate mostly vegetables and soup") and disturbance in attention ("could not concentrate"). The patient was treated with antibiotics and surgery (essure removal). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, hypersensitivity, pruritus, pruritus genital, abdominal pain lower, genital haemorrhage, breast discharge, vulvovaginal mycotic infection, multiple allergies, eczema, feeling cold, stress and disturbance in attention were resolving. The reporter considered abdominal pain lower, breast discharge, disturbance in attention, eczema, feeling cold, genital haemorrhage, hypersensitivity, multiple allergies, pelvic pain, pruritus, pruritus genital, stress and vulvovaginal mycotic infection to be related to essure. The reporter commented: in 2011 her complaints got worse, she had allergy tests (result was not reported), she took courses of antibiotics and she had used antibacterial soaps. Her body has been recovering since 2015, but it is taking years. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-apr-2021: consumer provided her address. Consumer considers all events were related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a adult female consumer via letter (in which she holds company liable for the damage caused) in (B)(6) on 05-aug-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 for sterilization. After this treatment several physical complaints developed. In the meantime consumer has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints consumer was being impeded in her normal daily functioning and consumer was suffering from injury. Follow-up information is expected. Company causality comment: this is a spontaneous case report received from a adult female consumer via letter (in which she holds company liable for the damage caused) in (B)(6) on 05-aug-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 for sterilization. After this treatment several physical complaints developed. In the meantime consumer has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints consumer was being impeded in her normal daily functioning and consumer was suffering from injury. Follow-up information is expected.